Event description:
The provider alleged the brake is causing chunks to come off of the tires. The provider states he only sees the issue with this style of brake. No injuries noted 7857hf

Manufacturer narrative:
Follow up to be sent if additional information is received.